Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Orthosorb kit components were returned for evaluation without the packaging (tray) of the kit. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Without the opportunity to examine the packaging of the complaint product, the complaint cannot be confirmed and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that there was an orthosorb missing from the sterile package.